Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that probe could not be turned off.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cutting mode could not be turned off although the button was not activated anymore probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, user accidentally submerges device, inadequate gluing operations or inadequate gluing/welding of core to handle, console error, use error. (B)(4).

Event description:
It was reported that probe could not be turned off.